Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed metal gouging observed on the outer diameter of the inner tube and inside diameter of the outer tube by distal end. Based on the information provided, the most likely cause(s) of this event is excessive bending forces being applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during surgery an ar-8400cex shaver that was being used produced debris. Pieces from the metal debris remained in the patient. It was reported that there was no patient injury. The surgery was finished successfully.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Based on the information provided, the most likely cause(s) of this event is excessive bending forces being applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during surgery an ar-8400cex shaver that was being used produced debris. Pieces from the metal debris remained in the patient. It was reported that there was no patient injury. The surgery was finished successfully.